Manufacturer narrative:
(B)(4). Batch # n56a60. The analysis found that the psee60a device was received in good visual condition and with two ecr60w cartridges reloads present. The reload (b) was returned unfired. The cartridge reload (c) was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that, during a laparoscopic unknown urological surgery, the cartridge could not be loaded into the jaw. The cartridge pan was left in the jaw hen the cartridge was removed after the 3rd firing. The device was used on the ileum. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.